Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Additional information: section b-5: describe event or problem: through follow up, additional information was received stating infection occurred in the ocular dexter (right eye) only, patient received shots in the eye and drops to address infection, patient saw a retinal specialist for infection, currently there is no infection in the od. Patient also reported daytime glare occurring in both eyes and her vision is worse than before. No additional information was provided to johnson & johnson surgical vision. Based on the information received through follow-up the following codes below were added: section h-6: patient code 2138. Section h-6: patient code 3191 - glare. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Additional information: date of event: exact date is unknown/not provided. Best estimate is between 7/2/2019 - 1/15/2020. If explanted; give date: not applicable as the iol remains implanted in the patient's ocular dexter (right eye). It was indicated that the iol is not being returned for evaluation as the lens remains implanted in the patient's ocular dexter (right eye). Therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. Note: the device was manufactured at the kulim site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a zxr00 21.5 intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye) on (B)(6) 2019 (however, per patient implant card implant date was (B)(6) 2019). It was reported there was an infection after surgery, but presently, there no infection. Patient has difficulty driving at night due to halos. Patient has been to her eye doctor numerous times, and was initially taking several eye drops; names of the eye drops were not provided. Patient has not had a 2nd opinion regarding the reported issues. No additional information was provided to johnson & johnson surgical vision. The patient has bilateral lens implants. This report captures the iol implanted in the patient's ocular dexter (right eye). A separate report being submitted for the patient's ocular sinister (left eye).